Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead warning. The lead monitor showed 29 low impedance paces. It was also reported that the lead impedance had been increasing on the previous device. On the new generator the bipolar impedance was 1200 - 1400 ohms. Threshold was slightly higher than on the previous device. The lead is still in use. No patient complications have been reported as a result of this event.